Event description:
Customer experienced high calcium results for two pts on two separate days. Initial result 11.2 mg/dl, repeated twice gave 9.3 and 9.4 mg/dl. Original results were not reported. Samples were repeated and repeat results (which were believed to be correct) were reported. The field service rep did not find a problem with the analyzer and noted the customer was not using sample filters. He replaced syringe tips and checked the fluid system. Performance tests were performed to verify analyzer performance.

Event description:
Customer experienced high calcium results for two pts on two separate days. Tested (B) (6) 2009, initial result 10.1 mg/dl, repeated twice gave 9.5 and 9.3 mg/dl. Original results were not reported. Samples were repeated and repeat results (which were believed to be correct) were reported. The field service rep did not find a problem with the analyzer and noted the customer was not using sample filters. He replaced syringe tips and checked the fluid system. Performance tests were performed to verify analyzer performance.